Event description:
The event is reported as: infant experienced oxygen desaturation as a direct result of the separation of the gas delivery tubing from the 45 degree connector on top of the concha humidifier column. No pt injury reported.

Manufacturer narrative:
It is uncertain if sample is available to send to MFR for eval, therefore, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete or if additional info is received. Lot number - the lot number for this event is unk at this time, however, it is reported by the customer that the lot numbers in their stock are as follows: 02b1001816 qty 3, 02b100156, 02c1000089, 02l0803141.